Event description:
Complainant alleged that the device "did not work". Complainant was not aware of specific malfunction with device. During eval at zoll medical's technical service dept the device displayed a "status 56" message. It was also noticed that the device's display was distorted. Complainant indicated there was no pt involvement in the reported malfunction.